Event description:
It was reported that the balloon burst. The 79% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac vein and external iliac vein. During the procedure, after an 18x90 wallstent was placed, a 16-6/5.8/75 xxl esophageal balloon was placed just distal of proximal end of the stent for post-dilatation. However, during the first inflation at 3 atmospheres for 2 seconds, the balloon burst. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. A balloon pinhole located approximately 3mm distal of the distal markerband was identified. The rated burst pressure for this device is 5 atmospheres as per specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. His concludes the product analysis.

Event description:
It was reported that the balloon burst. The 79% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac vein and external iliac vein. During the procedure, after an 18x90 wallstent was placed, a 16-6/5.8/75 xxl esophageal balloon was placed just distal of proximal end of the stent for post-dilatation. However, during the first inflation at 3 atmospheres for 2 seconds, the balloon burst. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported.